Manufacturer narrative:
Health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an intracapsular rupture of the right device discovered via ultrasound and MRI. Device has been explanted.